Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 20 mg/dl. Customer was hospitalized for low readings and treated by the ambulance. Customer also treated with milk, protein, and sugar. Customer declined to troubleshoot. The insulin pump was not returned for analysis.